Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient suffered a fall earlier this year and experienced pain at the ipg site. The patient was seen by the physician who suspected an allergy. Blood tests and allergy testing was performed but the results were inconclusive. The physician explanted the ipg.